Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl and partial display. The customer had not reported the symptoms and treatment. Customer's blood glucose level was 53 mg/dl. Customer declined troubleshoot for low blood level. Customer stated that pump is screen flashing white screen, not sure if its working and screaming at him. Troubleshoot was performed for partial display. Customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.